Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "rupture, bilateral pain, chest pressure, hives, swelling of legs".

Event description:
Patient reported "rupture, pain, chest pressure, and hives". Patient additionally reported "swelling of legs"; this event is not device related. The device remains implanted. This record is for the left side.